Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The 1 reported device was received for evaluation; event was confirmed during testing. Evaluation found the device had a damaged bearing. There were no remedial actions taken. This device is not labeled for single-use device.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the device was overheating and smoking. There was patient involvement; no patient impact.